Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Attempts to resolve the stimulation have been unsuccessful. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.